Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit will not turn on. There was no reported patient involvement or adverse patient impact.